Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging due to depth of ipg when the patient was in sitting position. The patient will undergo ipg revision to fix the pocket location.